Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a heavily calcified left common iliac artery. The 7.0x100mm armada 35 balloon dilatation catheter was inflated once to 8 atmospheres, the balloon ruptured and separated along its length in two pieces. The armada 35 balloon was surgically removed. There was no adverse patient sequela; however, clinically significant delay was noted. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture, balloon separation and difficulty removing the guide wire were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported balloon rupture, balloon separation, difficulty removing the device, surgical intervention, delay to treatment and hospitalization appear to be related to operational context. There was no leak noted to the balloon during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified anatomy resulting in the reported balloon rupture during inflation. In addition, it is likely that the ruptured balloon material became stuck on the guide wire, resulting in the reported difficulty removing the device and ultimately lead to the reported balloon separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.